Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient had a fall and was experiencing pain/soreness at the ipg site following the incident. Surgical intervention may take place at a later date to rectify the issue.

Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted and replaced. Therapy was restored post operatively.